Manufacturer narrative:
(B)(4). Concomitant medical products: unknown anaverse glenoid component, item# unknown, lot#: unknown. Report source: foreign italy. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00561. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a revision of a shoulder prosthesis took place due to a complete avulsion of the glenoid component in an unknown timeframe after implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. After multiple attempts of product return requests, we are moving forward with this complaint without product return. If the device is returned later, we will reinvestigate the complaint at that time. Visual examination of the provided pictures identified an explanted unknown glenoid component and a base plate. There appears to be no bony ingrowth to the tantalum cylinder which is also photographed (assessed in (B)(4). It is unknown how long the device has been implanted prior to the reported loosening. Lot identification is necessary for review of device history records, lot identification was not provided. Device is used for treatment. One post operative radiograph was provided. The quality of the radiograph is not sufficient to be sent to review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined a medwatch report should not have been filed due to the fact that product is not registered in us, and there is no similar product on the market. Given this information, this medwatch will be voided.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed due to the fact that product is not registered in us, and there is no similar product on the market. Given this information, this medwatch will be voided.